Event description:
It was reported that the potassium level and hematocrit and on the cdi 500 displayed inaccurate values during cardiopulmonary bypass surgery. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
The cdi 500 monitor was returned for repair due to potassium and hematocrit inaccuracies. The monitor was cleaned and decontaminated. The arterial blood pressure sensor head assembly and hematocrit saturation assembly were replaced. The unit was returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.